Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a unknown procedure, a b30(scope communication error) was reported on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed the reported endoscope communicator error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the reported b30 error. Olympus will continue to monitor field performance for this device.